Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The failure investigation has been completed and the alleged malfunction 13 issue was verified. Based on the analysis, the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that an altitude alarm occurred after the customer went into a pool while wearing the pump. Additionally, it was reported that a malfunction occurred. Customer's blood glucose was 246 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.